Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2018, 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) system is deceased. An allegation of device relatedness was noted by the patient's spouse. Additional information obtained reported that the patient was in the bathroom, had fallen off the toilet and was unresponsive. Emergency services was contacted, and the patient was brought to the emergency room where the patient died. The patient's spouse noted that the emergency room physician stated that the device "failed to work". It was further reported that the left ventricular (lv) lead exhibited a warning for measured low impedance about two months prior to the death. The cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.